Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was confirmed to be unable to produce rf plasma in stationary or oscillating mode. The pcba and surrounding rtv was found to be burnt and debris was present on the pcba and top cap surfaces. The distal rf contact was found to be damaged. There was no evidence of fluid ingress on the pcba and cavity within the top cap assembly. The surface on the electrode ring also showed evidence of burning. The rf function was found to be due to the electrical burnt pcba however the root cause cannot be determined due to the extent of the damage.; however, the repair was not completed because the unit was scrapped due to the extent of the damage. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the rf function stopped working in this handpiece during the middle of the surgery and the doctor was not able to use ablation or coagulation. No harm or delay reported. Evaluation of the device later found that the pcba and surrounding rtv was found to be burnt and the surface on the electrode ring also showed evidence of burning. No adverse events were reported as a result of this malfunction.